Event description:
Since devic's implantation rptr has experienced a constant pain in the vicinity of his lower back. At times there is a pinching or thumping feeling from inside body directly in the vicinity of the instrument. Rptr has numbness in both buttocks and a dull sensation in his sacral area. (This is pain rptr did not notice prior to surgery.